Event description:
The acs br test was used to monitor a pt. The test is intended for use as an aid in the management of breast cancer and the early detection of breast cancer recurrence. The breast cancer pt had been monitored with another MFR's test with no recurrence of disease for approx. 5 years. The pt began being monitored with the acs br test in april. Initial results were reported as slightly below the upper limit if normal for the test (38.6). On may 26, 1998 the pt was retested and a result of 54 was reported. Based on this result additional workup of the pt was performed. This included a competerized axial tomography scan , magnetic resonance imaging, bone scan and liver biopsy. All these results revealed no evidence of disease.